Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a no delivery alarm and high blood glucose. Customer stated that the alarm was during a bolus. Customer's blood glucose at the time was 193 mg/dl. Customer also had a keypad anomaly and stated that the act button was not responding. Customer stated that the pump was alarming that she had a high sensor reading. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.